Event description:
(B)(4). Started menstrual cycle had sharp stabbing pain were feels like my ovaries or fallopian tubes are located and heavy menstrual bleeding along with dime to nickel sized blood clots and this has proceeded to happen since then with every menstrual cycle